Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The rv lead was partially removed, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. (B)(4).